Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The manufacturer¿s international service technician could not duplicate the reported issue. However the occurrence of check vent error 110d was confirmed in the error log. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit generated a proximal pressure sensor failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.